Event description:
A surgical coordinator reported a pt who presented with shadowing following intraocular lens (iol) implant surgery. Additional info has been requested.

Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. The root cause cannot be determined. Not enough info was provided from the account to properly complete an investigation. Additional info was requested on 05/11/2012, 05/16/2012 and 05/23/2012 by phone, fax, and mail. A completed questionaire has not been received. (B)(4).